Event description:
It was reported that an internal study was conducted using bd vacutainer® thrombin plus blood collection tubes which indicated that the orientation of the tube during clotting had an impacted ldh values. Tubes clotted upside down had higher ldh values than tubes clotted right side up. 116 tubes were studied. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an internal study was conducted using bd vacutainer® thrombin plus blood collection tubes which indicated that the orientation of the tube during clotting had an impacted ldh values. Tubes clotted upside down had higher ldh values than tubes clotted right side up. 116 tubes were studied. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2024-00603 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.